Event description:
It was reported that this pacemaker exhibited undersensing of low amplitude atrial beats. Technical services (ts) recommended further review. No adverse patient effects were reported. This device system remains in service.